Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. Inspection of the pod cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The cause of the reported improper insertion cannot be conclusively determined.

Manufacturer narrative:
Updated d4 UDI and serial #s

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of the cannula not properly inserting. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod for 72 hours or longer. The reporter stated the cannula did not properly insert into the skin, and upon removal the cannula was found to be bent.